Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer said the sleeve between the silicon catheter and the plastic hub separated between the plastic luer-lock hub and the sleave. There was no leakage. It is unknown whether the catheter was repaired or replaced, but there were no injuries to the patient.